Event description:
Donor citrate reaction. Cetirizine, famotidine, prednisone pack prescribed when donor visited ER.

Event description:
The customer reported that the donor experienced anaphylactic shock during an alyx procedure on (B)(6) 2020. This donor had donated whole blood before, but this was the first time on alyx. After the first return, her neck and face were red, and her eyes were watering. Tums were given with the first signs of redness in the event it may have been a calcium issue. The procedure continued, but symptoms worsened - donor said her tongue and cheeks felt swollen, chest was tight, and she was having a hard time breathing. Procedure was stopped without reinfusion of fluids and the ems were called. Donor was on the machine for 17 minutes. Ems stated they did not observe a swollen tongue. Ems took donor to the ER (kane community hospital in kane, pa). The ER doctor confirmed the anaphylactic shock and donor's allergy to citrate. The donor received 2 bags of IV benadryl. The ER doc prescribed cetirizine (an h1 antihistamine), famotidine (an h2 antihistamine), and a prednisone pack (anti-inflammatory). Customer followed up with the donor and was able to obtain the following: donor did see a nurse practitioner(np) at her pcp's office on (B)(6) 2020. The np said this could have been a severe citrate reaction, and not necessarily anaphylactic shock. Vital signs have returned to normal. She is home on prednisone, zyrtec (cetirizine) and pepcid (famotidine). Also, her calcium level in the ER was 8.5 mg/dl (normal range 8.5 to 10.3mg/dl). Per email on 2/5/2020, the customer spoke to her both on friday (1/31) and this past monday (2/3). On monday, she returned to work and is doing fine. She did complete her prednisone and is still taking the pepcid and zyrtec for another week. Customer told the donor that they probably won't be contacting her anymore, unless she has a concern. All manufacturing and quality batch related records was verified for lot number fn19g08015 code x4r5720. There were no capas or non-conformances generated during the manufacturing process related to the reported incident. All in-process and quality tests were verified and results were satisfactory. Manufacturing records were verified and all parameters were within the specification limits. Logotypes were verified and all are present and correct. This lot meets all the release requirements. Based on the above investigation these lot do not reveal any process, product or manufacturing abnormalities that would contribute to the report incident. No sample available to evaluate the reported incident and determine possible root cause(s) for this failure. Without the proper sample evaluation is impossible to determine the probable root cause of the reported incident.